Event description:
I purchased invisalign to correct my shifting teeth. Upon inserting the aligners, my mouth immediately began to hurt, as well as my tongue. Within 48 hours I developed, numerous mouth ulcers, swollen lips, tongue redness and irritation, as well as severe pain and tenderness throughout my mouth. Upon going to my dentist due to the increased pain, I had to have them immediately removed as I developed a severe allergic reaction to the material in the aligners. Within a day and a half of removal of the appliance, my mouth ulcers, irritation and pain had disappeared. I was told by my dentist that invisalign had changed its material over the past 2 years. I am still waiting to hear back from them if I am eligible for a refund, as my total expenses incurred were (B)(6), for appliances that I can not tolerate.